Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date of report: 24oct2018. Date received by manufacturer: 02jul2018. The following information was inadvertently omitted from the initial report sent 25jul2018: philip's product support advised customer to replaced the touchscreen and discussed installation. The customer was contacted to verify that the touch screen was replaced , but no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.